Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately 1.5 years post initial procedure, a type iiia endoleak with component separation was detected during routine follow-up. The physician elected to treat the patient by implanting an infrarenal afx device on (B)(6) 2019. The endoleak was confirmed resolved and the patient reportedly is doing well. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type iiia endoleak of the aortic components. The clinical assessment also determined that there was evidence to reasonably suggest a postoperative popliteal thrombus occurred with a resultant additional secondary endovascular procedure (thromboembolectomy) that was not included in the event as reported; these findings were discovered during a review of the 21-month discharge summary. The event is most likely anatomy-related due to aortic remodeling, which was evident by the increase in infrarenal angulation from 36 degrees at 1-month post initial evar to 63 degrees at 21-months post initial evar. The procedure-related harm identified was the thromboembolectomy, and the final patient status was discharged on the fourth postoperative day following the secondary procedure. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Result code ¿ remove 3233. Conclusion code ¿ remove 11.